Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the diagnostic mobile programmer application attempted to update without warning. It was also reported the data on the diagnostic mobile programmer application was taking a long time to load. No patient complications have been reported as a result of this event.